Event description:
It was reported that all the intermittent catheters shipped out last time in which two of them might not have lubricant or enough lubricant, so this made it hard to insert in them.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "operator error". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. Labeling review was not performed because labeling could not have prevented the reported failure. The device was not returned.

Event description:
It was reported that all the intermittent catheters shipped out last time in which two of them might not have lubricant or enough lubricant , so this made it hard to insert in them.